Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified vessel of a limb. After crossing the lesion with a guidewire, a 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres at the calcified part, a pinhole rupture was noted. The procedure was completed with a different device. No patient complications nor injuries were reported.